Event description:
User facility reported thermal injury to adjacent tissue post ablation.

Manufacturer narrative:
Product use violated the IFU. Off-label use resulted in the reported injury. Patient recovered fully.